Manufacturer narrative:
Despite multiple attempts, no additional details concerning this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an interrogation with this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrupted and the field was inquiring if smart pass feature was on or off. Boston scientific technical services confirmed smart pass is currently off. Boston scientific technical services (ts) indicated the patient had a small amplitude measurement in the alernative vector which may have been undersensed and thus triggered smart pass to be turned off. At this time no changes have been made and the s-ICD remains in service. No adverse patient effects were reported.